Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that once the patient end of the needle broke off in her but she did not seek medical attention. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that once the patient end of the needle broke off in her but she did not seek medical attention. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned (20) sealed 32gx4mm bd pen needles from lot# 0350841. The customer reported that the patient end is bent prior to injection, needles with burrs on the patient end, a patient end that broke off during use, and insulin leakage on injection site. All 20 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 , good/ good, 0.0092 ,good; sample 2 , good/ good, 0.0092 ,good; sample 3 , good/ good, 0.0092 ,good; sample 4 , good/ good, 0.0093 ,good; sample 5 , good/ good, 0.0093 ,good; sample 6 , good/ good, 0.0092 ,good; sample 7 , good/ good, 0.0092 ,good; sample 8 , good/ good, 0.0093 ,good; sample 9 , good/ good, 0.0092 ,good; sample 10 , good/ good, 0.0092 ,good; sample 11 , good/ good, 0.0092 ,good; sample 12 , good/ good, 0.0092 ,good; sample 13 , good/ good, 0.0092 ,good; sample 14 , good/ good, 0.0093 ,good; sample 15 , good/ good, 0.0092 ,good; sample 16 , good/ good, 0.0092 ,good; sample 17 , good/ good, 0.0093 ,good; sample 18 , good/ good, 0.0092 ,good; sample 19 , good/ good, 0.0093 ,good; sample 20 , good/ good, 0.0092 good. All observations fell within specification. No evidence suggesting that the patient end (pe) cannula was bent, had burrs, or would break during use was observed. The 20 samples were then tested for flow using a test pen injector, and all 20 were able to expel properly; no leakage was observed. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that once the patient end of the needle broke off in her but she did not seek medical attention. Date of event : (B)(6) 2021. Samples : available.